Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the reservoir was stuck into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.